Event description:
Following a drug eluting stenting treatment procedure on an unknown date a patient developed an autoimmune type rash. The pt was treated with oral prednisolone and the rash resolved.